Manufacturer narrative:
(B)(4). Batch # r92z4a. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone.

Event description:
It was reported that the handpiece is out of order. No further information available.